Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
B4: (B)(6) 2021. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided a quote for the blower assembly. The field service engineer (fse) was dispatched onsite for the repair. It was confirmed that the blower temperature was greater than 95ºc for longer than 60 seconds. The fse replaced the blower assembly and this cleared the error message on the logs. The device passed required performance verification tests per philips standards. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The removed blower motor assembly was returned to the failure investigation lab (fi). A visual inspection revealed no obvious dust or debris on the unit, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating, and no signs of wear on connector or cabling. The blower spins freely. The fi technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue. The blower motor assembly was tested and could not duplicate the customer's complaint. No-fault found. Returned blower passed all testing.

Manufacturer narrative:
Date of the report: 30jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device is displaying a blower temperature high (1122) error message. Requesting quote for service. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided a quote for the blower assembly and intervention. Other information is pending.